Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Anatomical-functional impairment of the genital system in the measure [female reproductive tract disorder]. Residual effects of hysterectomy/ bilateral salpingectomy/ oophorectomy [postoperative complication]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced female reproductive tract disorder ("anatomical-functional impairment of the genital system in the measure") and post procedural complication ("residual effects of hysterectomy/ bilateral salpingectomy/ oophorectomy") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy & left oophorectomy). At the time of the report, the outcomes for medical device removal and post procedural complication were unknown. The reporter considered female reproductive tract disorder, medical device removal and post procedural complication to be related to essure administration. The reporter commented: residual effects of hysterectomy performed at the age of 53, assessed as anatomical-functional impairment of the genital system in the measure of 5%. Residual effects of bilateral salpingectomy, assessed at 5%. Residual effects of left oophorectomy, assessed at 3%. The overall permanent biological damage is therefore assessed at 13%. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: events injury is replaced with medical device removal. Additional event female reproductive disorder & postoperative complication were added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.